Event description:
It was reported that a care team member stated the ilet device screen was cracked and requested a replacement, and the agent advised that the patient or parent should call for further information and next steps. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or therapy. Investigation included a preliminary intake review and user education. Investigation of this case revealed damage to the device display consistent with a broken or cracked screen, with no additional malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.